Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced dysphasia and left side weakness. A CT scan was performed to access any abnormalities in neurological pathology and none were found. At last report, the patient was continuing to improve clinically. The hvad pump ((B)(4)) was not returned as it remains implanted. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year and nine months post hvad implantation, the patient called his vad coordinator to report dysphasia and right-sided weakness. Upon admission to the hospital, he had a mean arterial pressure (map) of 75 and inr within therapeutic range. Though both initial and follow- up CT head results were negative for acute process, the symptoms persisted. The last report received from the clinical specialist indicates that the patient was awaiting a neurology consultation and continued to improve clinically. Two months prior, the patient experienced a hypertensive episode and transient ischemic attack (tia) but has reportedly been compliant with medications, had adequate blood pressure control, and maintained inr within therapeutic ranges. This event is not believed to be related to the heartware device by the treating physician.